Event description:
Reporter alleged blood glucose measured 34 mg/dl back to back with a result of 138 mg/dl when testing was performed within 2 minutes of each other. It was stated customer did not feel low at the time of the testing and did not eat as a result. No other actions were taken or treatment received as a result reportedly. A request was made for the return of the suspect device and replacement product was sent.